Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation: the cause of this event was that the guide wire distal end did not meet strength specifications due to suboptimal molding conditions during manufacturing. The cause of this incident was that the strength of the guidewire tip did not meet specifications. This was because the guidewire tip was not molded under optimal processing conditions. Labeling: this issue is addressed in the instructions for use (IFU): after checking the instruction manual, the following information was found related to this issue: contents of the instruction manual: (drawing number: gk5911, revision number: 22) -when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip. -when using a guidewire, hold the tip and insert this product into the forceps valve of the endoscope by aligning the tip along the guidewire as shown in figure 4.20. Do not insert the tip at a large angle to the guidewire as shown in figure 4.21. This may damage the guidewire tip, making it impossible to insert it along the guidewire. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h3. A correction to the following field: e1 (telephone number added as it was inadvertently omitted in the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed, the guidewire tip was torn, and the fracture shape indicated a brittle fracture. Based on the investigation results, though specific root cause of the damage could not be determined, it is likely that the following led to the malfunction: an attempt was made to insert the device into the endoscope while using the guide wire when the angle between the distal end and the guide wire was large (not parallel). The device was inserted into the endoscope using force exceeding the resistance causing the guide wire tip to tear. The issue can be detected/prevented by following the instructions provided in the bml-v442qr-30 operation manual: warning·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip. Warning·be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire this may damage the distal tip olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment address: (B)(6) hospital; added here due to character limitation in respective field.

Event description:
It was reported, the mechanical lithotriptor v had a torn guidewire tip. The issue occurred during procedure for a therapeutic endoscopic retrograde cholangiopancreatography procedure. The procedure was completed using a similar device. There were no reports of delay, patient harm, injury, or death.